Event description:
The customer stated that he was hospitalized with blood glucose levels greater than 500 mg/dl and dry mouth. The customer saw three different doctors, and they all felt that the unit was not functioning properly. The customer stated that he had eaten a lot the night before as he was mourning the loss of a loved one. Advised the customer that the insulin pump would be replaced. Nothing further was reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. Visual inspection revealed a cracked reservoir tube lip and scratched display window. .